Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was displaying an ¿error 5¿ message during testing. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began 6-8 months prior to contacting lfs. The patient manages her diabetes with metformin medication. It is not known if the patient made any changes to her usual diabetes management regimen due to the error message appearing: however, she reported developing symptom of feeling ¿shaky¿ approximately 7 months later. The patient claimed she took action of consuming more food and drink in response to this symptom. No additional treatment was specified. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time. The csr confirmed the correct testing process was being followed and that the test strips were stored correctly (per owner¿s booklet recommendation). The csr walked the patient through a retest and the alleged meter issue was resolved. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of severe hypoglycemia after the alleged meter error message began to appear.